Event description:
Customer's mother reported receiving a no delivery alarm on the customer's insulin pump. She stated that the customer went to bed with a low reservoir alarm and woke up with a no delivery alarm. The blood glucose reading was 418 mg/dl, and after checking again was up to 462 mg/dl. Customer's mother was advised to disconnect and then reconnect the tubing to the reservoir and manually push the plunger very slowly and verify if insulin exited the tubing. She stated that the insulin did exit and the insulin pump did not alarm for no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.